Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the femoral neck of the device suddenly failed, breaking into pieces. Additional information: left hip.

Manufacturer narrative:
Added lot information that was not included on the previous report.

Manufacturer narrative:
Additional information was received on 10/29/2020: updated incident description and lot number.

Event description:
Allegedly, the femoral neck of the device suddenly failed, breaking into pieces. Additional information: left hip additional information provided on 10/29/2020 by (B)(4): product ID and lot information.